Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional details received noting patient has received a further 5 hylenex treatments over the next month and symptom are ongoing.

Event description:
Previous medwatch submission noted use error. Upon further information, allergan has determined that the event of use error did not occur.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. Previous medwatch submission noted use error. Upon further information, allergan has determined that the event of use error did not occur.

Event description:
Healhtcare professional reported a patient was injected with 2cc of skinvive¿ by juvéderm®into the perioral lines. Three months later, patient was injected with 1cc of skinvive¿ by juvéderm® into the radial cheeks, followed by another treatment four months later, 2ccs of skinvive¿ by juvéderm® and botox into the perioral and radial cheek lines. Two months later, the patient received another botox treatment. The patient traveled abroad the following month and began experiencing swelling and firmness around the lips. Delayed on-set nodules were noted in the perioral area, wile the cheeks appeared red but without palpable nodules or induration. A dermatologist abroad diagnosed the patient with a delayed autoimmune response to the injected products and initiated two 4-day courses of oral steroids, taken four days apart. Additionally , the patient received triamcinolone acetonide injections, which led to significant reduction in swelling, though some firmness persisted particularly noticeable in the mornings. Approximately, one month later, the patient was treated with hylenex, resulting in further softening of the affected areas, tough some firmness remained the following day. Symptom are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)) and (B)(6) (emdr-(B)(4)). This emdr is being submitted for the second suspect product, skinvive¿ by juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.